Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 28, 2015 ¿ january 29, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The device flowed normally prior to patient connection. The no flow then occurred after patient connection. The nurse then disconnected the device, performed force priming, and reconnected the device to the patient; however, there was still no flow. There was no patient injury or medical intervention associated with this event. No additional information is available.